Event description:
It was reported that pump displayed malfunction alarm code 16 with no notable events occurring beforehand and that caller declined to provide information about any impact on blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it with prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.